Event description:
Rec'd customer's medwatch stating the 840 ventilator had a blank screen while in use on a pt. The pt was still being ventilated at the time of the event. There was no pt harmed or inured as a result of the event. The customer reported that the ventilator was removed from svc and no decision on when it is going to be repaired. Ref customer medwatch #: (B)(4).